Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the device was not performing to specification. Pump motor frozen. Replaced circulation pump motor. Two tank gaskets worn/torn. Pm performed. Serviced the mixing pump. Serviced circulation pump during pm process. Replaced the heater, manifold o rings, 2 tank gaskets and tank tubing. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated the arctic sun device would not fill and feels this was due to a failed circulation pump. Per sample evaluation results received via task on 18may2026, it was reported that the two tank gaskets worn and torn.